Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: dislodged stent remains in the patient's femoral artery. Device issue: dislodged stent. It was reported that pre-dilatation was not performed and an attempt was made to advance the rx vision stent delivery system (sds) to the lesion, but was unsuccessful. While trying to remove the device through the guiding catheter, the stent dislodged from the balloon and remains in the femoral artery. Another vision was used to complete the procedure. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Quality assurance analysis revealed that the sds was returned with blood visible on the balloon, inflation lumen, tip coil, hub, and in the guide wire lumen. There was dried blood visible throughout the entire hypotube. There was contrast visible in the hub. The stent implant was not returned. The balloon was loosely folded. There were crimp marks on the balloon and between the markers. There were two bends in the hypotube. 19.5 cm and 51.5 cm distal to the strain relief tubing. The sheath and the guiding catheter used in the procedure were not returned. There was no other damage noted to the sds. The returned sds was advanced through a new 6f guiding catheter. There was no resistance noted to the sds. Product performance engineering reviewed the incident information and analysis of the returned device. It should be noted that it is recommended in the "warnings" section of the instructions for use (IFU), that "the guidant multi-link vision rx and guidant multi-link vision otw coronary stent systems are indicated for use following ptca." Analysis of the sds noted blood contrast visible, which is consistent with the reported information that the device was prepped for use and inserted into the body. Crimp marks were visible on the tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. All online testing for the lot in question met stent movement criteria, which would indicate the unit had an adequate crimp. The release testing data was reviewed. Samples from this lot all passed testing for stent replacement, crimped stent outer diameter, and stent movement, indicating the units had an adequate crimp. The sds was able to advance through a new 6f guiding catheter without resistance. The used guiding catheter was not returned for analysis, which may have assisted in the investigation. In this case, the reported difficulties appear to be related to the operational context of the device and not a product quality issue. In addition, two bends were noted in the hypotube, which were not reported in the incident and may have occurred during the packing of the device for shipment back to abbott vascular for evaluation. This damage does not appear to be related to or to have contributed to the reported difficulties. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot. This MDR is considered closed by the product performance group.